Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The gentrix surgical matrix (ID psmt2030) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Every lot of gentrix surgical matrix thick is manufactured following stringent validated processes under class 7 clean room conditions and is sterilized to sterility assurance level (sal) of 10e-6 using an electron beam irradiation sterilization process. Furthermore, every lot of gentrix surgical matrix thick devices are also tested for endotoxin two times; in-process, and final device lot release testing (after sterilization). Any lot not meeting acell/integra specifications is immediately rejected and scrapped.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a gentrix surgical matrix (ID psmt2030) was placed on (B)(6) 2024 in an open ventral hernia with exposure to peritoneum. Four days after the operation, the patient experienced a complication that indicated potential adhesions and sepsis. The physician believes that the gentrix matrix is the cause of leakage due to adhesion to the small bowel anastomosis, as stated. According to them, the product was notched incorrectly and probably placed upside down. It was stated that the adhesion and sepsis were treated with two subsequent surgeries to remove the mesh and stabilize the patient. The mesh was removed during a follow-up procedure on (B)(6) 2024. The patient was in septic shock and was still in the intensive care unit (ICU) at the moment of the report. However, they do not know the patient's exact condition. According to information provided, it is unknown if a culture was taken.